Event description:
It was reported that interrogation of the device showed inappropriate automatic mode switch (ams) episodes due to post paced t wave oversensing. Programming changes were made. The patient was asymptomatic.